Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
During a log review tandem customer technical support found that the pump time and date was incorrect, cause was unknown. There was no adverse impact to the customer's blood glucose level. Multiple follow-up attempts were made to obtain additional information; however, the customer did not respond to follow-up attempts.